Event description:
The reporter stated that the lens was missing one haptic when the lens case was opened. It was reportedthat the lens was not loaded into the cartridge. There was no patient contact or injury.

Manufacturer narrative:
H6: evaluation codes: method: (other) - lens serial work order search & device history record reviewed. Results: (other) - a visual inspection of the returned product shows the lens has one haptic torn off & missing. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the work order search and no similar complaints were found. The device history record was reviewed and the manufacturing process was performed according to the standard operating procedures and is within parameters. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search, device history record and the returned product, a specific root cause could not be determined.